Event description:
The complainant alleged that during a biomed's routine testing of the device it displayed an "open air discharge" message when discharged at 100 joules with the paddles in the wells. The complainant indicated that there was no pt involvement with this reported incident.